Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 515mg/dl, and the device was not delivering insulin. The caller stated that the doctor believes the insulin pump is malfunctioning. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the mother to run a manual prime and the insulin did exit. Performed a high pressure test and passed. The time and date in the device were incorrect. Assisted the caller with correcting them. The basal rates and bolus wizard settings were correct. The mother did not feel comfortable and requested a replacement. No further information was provided.